Event description:
After the catheter was inserted over the spring wire guide, resistance was met when trying to remove the spring wire guide. It separated and the distal portion remained in the pt. The pt expired due to sepsis, and the wire guide separation did not contribute to the pt's condition or death.